Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled: ¿literature received entitled: "atraumatic bilateral scapular spine fracture several months after bilateral reverse total shoulder arthroplasty" written by simon nicolay et al., published online: 26 november 2013, doi 10.1007/s00256-013-1775-4, was reviewed for MDR reportability on 08/20/2019. The article reports that an (B)(6) year old woman with a history of pain, glenohumeral osteoarthritis, and functional loss in both shoulders. The patient received a delta x-tend reversed right total shoulder prosthesis to address pain, glenohumeral osteoarthritis and function loss. Radiographs of the shoulder one week out were reported to show no abnormalities. Five months after doi of right shoulder, radiographs were reported to show a right scapular spine fracture. No revision was performed. The pain eventually was reported to have subsided, but the patient still had functional loss right shoulder.